Event description:
An open surgery on the thoracic and lumbar spine for a posterior spinal fusion to correct scoliosis, with intended placement of 16 spine screws from t8-l3 bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative CT scan, the surgeon discovered that 2 of the 16 screws placed with the aid of navigation deviated laterally from their intended positions (at left t8 and left t9, ca. 3 mm). According to the surgeon (treating clinician): the deviation of 2 of the 16 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since two screws were placed in the patient's spine in different positions than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 2 of the 16 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was neither harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the ca. 3 mm laterally deviated spine screw placements at left t8 and left t9, is: relative movements of the patient anatomy during the surgery between the location the navigation reference array was fixated to (l2), and the vertebrae operated on (t8 and t9), due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation (for e.g. Pressure applied by probe, tap, and screwdriver). Navigation and imaging data provided for this surgery show a position change of the vertebrae t8 and t9 (more significant at t8 further from the array) in between the pre-placement and post-placement patient image scans. Movements of the vertebra (actual anatomy) operated on during the surgery, in relation to the reference array location, multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. In this case, the array was fixated to the lumbar region and the deviations occurred in the thoracic region which is more susceptible to shifting of the anatomy due to breathing patterns than the lumbar region. Apparently, the resulting deviation between the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.